Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operation room for an initial implant procedure. During implant it was noted that the right ventricular lead could not be fully inserted. Another stylet was used, but the issue could not be resolved. The lead was not used and was replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.